Manufacturer narrative:
Additional narrative: event date: unknown. The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA device history records was conducted. The report indicates that the manufacturing location: (B)(4), manufacturing date: 12.aug.2010, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient went for a walk, while walking he felt sudden pain. He was not able to walk after that. The next day they went to the surgeon for check up. After the x-ray was taken, it was discovered that the nail was broken. Revision surgery is planned on (B)(6) 2015 this report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional information: the subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing investigation was performed for the subject device (part number 271.942, sun femur ø9 l420 sst, lot number 2632485). The manufacturing investigation included the inspection of the subject device dimensions, examination of the fracture surfaces by scanning electron microscopy (sem), and review of the manufacturing documents, technical drawings and the raw-material inspections sheets. The subject device was made of stainless steel. The examination of the raw-material inspection sheet from the supplier and the manufacturing documents of the producer showed no deviation in relation to chemical composition, microstructure and mechanical properties. The dimensions of the subject device (as far as measureable) were checked using a digital sliding caliper and were found to be in compliance with the technical drawings. The subject device was received with three intact 4.9mm locking bolts. The bolts showed some mechanical damages. On the distal side of fracture site 2, the subject device showed a mechanical damage. This damage could be the result of the implant retrieval. The sem observations and findings showed that the failure was caused by fatigue and overload. In conclusion, based on the topography of the fracture surfaces, it can be concluded that the subject device was subjected to low dynamic bending loads constantly alternating bending loads / load cycles (during movement) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the implant (subject device). The subject device could not resist the applied force which finally led to the material overload I fatigue failure. Postoperative activities of the patient may have played a certain role as well. A failure resulting from either a material defect or the manufacturing process can be excluded. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.